Event description:
Caller states that 2 years ago she received a result on her device that was lower than normal, result not provided. She states that she belives she took her normal amount of insulin, after the reading. She states that later she felt dizzy and the neighbor called the paramedics. She does not recall the paramedic's reading, but states that it was a low result as well. She states that she was hospitalized for 2 or 3 days. She states she did not perform any more tests on her device. No glucose control solutions were used. Requested return of suspect device and replacement was sent.